Manufacturer narrative:
The product has been received for analysis. The local area field representative was contacted for additional information regarding event cause and resolution. This report will be updated upon completion of analysis or if additional information is received in the future.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to high out-of-range pace impedance measurements greater than 125 ohms with measurements as high as 150 ohms. Impedance trends showed a gradual rise in measurements from 72 ohms to 132 ohms in 12 months. No additional adverse patient effects were reported. This rv lead was returned for analysis.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to high out-of-range shock impedance measurements greater than 125 ohms with measurements as high as 150 ohms. Impedance trends showed a gradual rise in measurements from 72 ohms to 132 ohms in 12 months. No additional adverse patient effects were reported. This rv lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. The local area field representative was contacted for additional information regarding event cause and resolution. This report will be updated upon completion of analysis or if additional information is received in the future. Correction to b5: out-of-range shock impedance measurements, not out-of-range pace impedance measurements.

Manufacturer narrative:
The product has been received for analysis. The local area field representative was contacted for additional information regarding event cause and resolution. This report will be updated upon completion of analysis or if additional information is received in the future. Correction to b5: out-of-range shock impedance measurements, not out-of-range pace impedance measurements. Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted calcification of body fluids on the distal shocking coil and lead tip. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Analysis determined that the increased impedance measurements may have been impacted by the calcification of body fluids on the distal shocking coil and lead tip. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to high out-of-range shock impedance measurements greater than 125 ohms with measurements as high as 150 ohms. Impedance trends showed a gradual rise in measurements from 72 ohms to 132 ohms in 12 months. No additional adverse patient effects were reported. This rv lead was returned for analysis.